Manufacturer narrative:
The customer¿s reported complaint of a pump infusing vancomycin too fast was not confirmed. Physical inspection of the device noted the male iui with corrosion, dry fluid residue, and damage to the several isolation ribs. The female iui contact pins was observed with corrosion. The latch assembly was observed having resistance when being activated. There were no other anomalies observed. Visual inspection of the administration set noted no cracks, tears or stress marks. Review of the logs identified the reported incident infusion at 12:50:53 pm on 25 aug 2020 when a primary infusion of the medication carrier was restored and started. Seconds after, the user programmed and started a secondary infusion of the medication vanco ivpb <= 1g (drug ID 692) at a rate of 200ml/h and a vtbi of 200ml. The drug amount was 1000mg with a diluent volume of 200ml (concentration 5mg/ml). The pvi was noted 363.662ml and svi was noted 4604.4ml. At 12:51:46 pm, the user paused the infusion and changed the unit off approximately 4 minutes later. The pvi was noted 363.662ml and svi was noted 4607.3ml. The primary set¿s check valve was identified failing during back flow testing. Measurement analysis of the IV set silicone segment showed the set¿s metrology of the inner diameter and wall maximum within specification. Rate accuracy testing performed found the device successfully passing. The root cause of the customer¿s experience with the device infusing too fast was identified as a failed check valve on the primary set. Device history review: review of the pump module (B)(6) service history record showed the device had a manufacture date of 03/06/2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/05/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device infused too fast. The clinician programmed the large volume pump to infuse 1g vancomycin in a total of 200ml at a rate of 200ml/hr as a secondary infusion (with primary infusion programmed as (nsc) normal saline carrier). The clinician asked another clinician to come to the bedside, and both watched the drip rate which appeared to be running "extremely" fast. Both clinicians confirmed the programming was entered correctly. The infusion was stopped, and the patient's PICC (peripherally inserted central catheter) line was easily flushed. The customer indicated it was possible the medication could have been back priming from secondary bag into the primary nsc bag. There was no patient impact or harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient diagnosis: thigh flap closure.

Event description:
It was reported that the device infused too fast. The clinician programmed the large volume pump to infuse 1g vancomycin in a total of 200ml at a rate of 200ml/hr as a secondary infusion (with primary infusion programmed as (nsc) normal saline carrier). The clinician asked another clinician to come to the bedside, and both watched the drip rate which appeared to be running "extremely" fast. Both clinicians confirmed the programming was entered correctly. The infusion was stopped, and the patient's PICC (peripherally inserted central catheter) line was easily flushed. The customer indicated it was possible the medication could have been back priming from secondary bag into the primary nsc bag. There was no patient impact or harm.